Manufacturer narrative:
The device has not been returned as of this date to evaluate.

Event description:
Reported a third degree burn on side of the breast where a stripper electrode had been placed. This burn was not noticed in recovery but noticed by patient when dressing. Treatment required. Arthroscopic knee procedure.